Manufacturer narrative:
(B)(4). D10- medical product option st tib plt size 6 item# 00598604702 lot# 63156938. Lps-flex option femoral f-l item# 00596401651 lot# 63130903. All poly pat comp 29dia item# 00597206529 lot# 62961924. Palacos bone cement r+g 2x40g item# 66017569 lot# 82134454. G2- united kingdom. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient is experiencing an unknown issue with the left knee implants resulting in a legal claim for an alleged defective nexgen knee. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The following sections were corrected: d4, d6a, h4. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h11. The following sections were corrected: d4.

Event description:
No further event information available at the time of this report.